Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot this issue with the customer over the telephone. The tse recommended replacing the touch frame printed circuit board (pcb). The customer reported to have followed the tse recommendations, and the malfunction has been corrected. Additionally, the customer informed that the unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. Covidien reference # (B)(4).

Event description:
It was reported by a customer in the USA that, the 840 ventilator touch screen was blocked. There was no patient involvement.